Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the pump battery depleted from 30% to 5% within two hours. There was no reported impact to the customer¿s blood glucose level as the customer had not tested at the time of the report. Reportedly the customer had manual injections as alternate insulin therapy.